Event description:
Per the clinic, it was reported that open circuits were noted on nine electrodes which leads to painful auditory perception. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 09, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 01, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 24, 2024.